Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/25/2018. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure when tvt mesh was implanted? The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications during initial procedure? Other relevant patient history/concomitant medications product code and lot number? When (date) was the mesh exposure first noted by a physician? Describe any medical/surgical intervention for exposure including dates and surgical findings. What medical intervention was performed for recurrent uti¿s? Results? Please provide a date and details of ¿surgical procedure for prolapse¿? Were there any complications and/or device implantation during ¿surgical procedure for prolapse¿? Please list all surgical procedures including dates, details and complications? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that mesh exposure felt during vaginal examination after further surgical procedure for prolapse. The patient has asymptomatic mesh exposure underneath urethra approximately 5mm square. The patient is also experiencing recurrent uti's. The mesh remains implanted. Additional information has been requested.